Event description:
Taste disturbance reported after fitting. Initial implant date (B)(6) 2012.

Manufacturer narrative:
This pt reported some form of taste disturbance that persisted after the first fitting after activation. Pt said "things don't taste right." No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The pt is specifically advised fo this prior to the procedure. The presence of a teste disturbance is frequent and typically resolves over time.